Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the illumination was weak, a system message displayed and the laser shut down during a procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system but did not indicate replicating the reported event. The company service representative checked the system and performed power adjustment and cleaning of the mirror and sliding lamp. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).